Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was hard to grasp the firing trigger at the first firing. The doctor grasped the trigger several times, but an abnormal sound was heard and the clip could not be fed into the jaw. After the operation, the firing trigger was grasped and felt jamming occur. The doctor stopped using the complaint device and another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer bypass, jaws unable to open, open after assisted, indicator wheel the analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed four conforming clips and the advancer bypassed two clips causing pear shaped clips. During the advancer bypass incidents the jaws remained in closed position; the trigger was manually assisted in order to open the jaws. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass issues. Finally, the device locked out as intended but the orange indicator did not show up. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The final quality release criteria were met before this batch was released for distribution.